Event description:
It was reported that the patient's performance with the device has deteriorated since june. The child had acquired sentence level comprehension and expression within six months after switch on, but since june, he has not been responding to sound. Testing showed that the ground path impedance has almost doubled from the time of switch on. The impedance across nine electrodes is increased and fluctuating. The patient might undergo surgery.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.